Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. The loading device was not returned. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The seal was fully open. No cracks/delamination was observed on the seal. Blood was visible on the seal. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible in the delivery device indicating that there was an attempt to deploy device into the aorta. Based on the received condition of the device we were not able to measure the delivery tube dimensions. The complaint for the reported failure "failure to deploy" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm was loaded correctly, but when surgeon attempted to deploy into the aorta, the seal stayed in the delivery tube. The surgeon suggested it may have been user error. The hospital did not report any patient effects. Related to complaints cs-cpl-2017-00037, 2017-00042, 2017-00045 and 2017-00046.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm was loaded correctly, but when surgeon attempted to deploy into the aorta, the seal stayed in the delivery tube. The surgeon suggested it may have been user error. The hospital did not report any patient effects. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm was loaded correctly, but when surgeon attempted to deploy into the aorta, the seal stayed in the delivery tube. The surgeon suggested it may have been user error. The hospital did not report any patient effects. Related to complaints (B)(4). Updated information 03/08/2017: there are a total of 5 complaints.